Manufacturer narrative:
Bayer r & I product analysis received and examined the return jetstream xc-2.4 catheter. The suspect spyderwire guide wire was not returned with the jetstream catheter. During functional testing, the jetstream deice had slowed down and there was foam in the aspiration line which can typically indicate there may be damage to the drive coil. Further examination confirmed that the drive coil liner was severly damaged and ther was foreign material plugging the aspiration line. During functional testing at bayer healthcare (bhc), the jetstream device was able to be loaded onto a sample bhc jetwire without any problems observed. Product analysis determined that the damaged drive coil had occluded the aspiration line preventing the device from functioning as intended. In addition, in the case the spyderwire guide wire is not listed in the jetstream system IFU as a compatible device. The subject spyderwire guide wire is being retained by the site; therefore, no investigation of the guidewire could be performed. This event is considered to be a reportable event because of the association between the jetstream device and noted event. In addition, the physician's decision to stop using the jetstream device and infuse a lytic medication overnight via a catheter could be considered an intervention. In the event that additional information is obtained, a follow up report will be submitted.

Event description:
A bayer r & I sales representative reported the following: a patient with stents with the total length of the superficial femoral artery presented to the outpatient clinic for atherectomy of complete in-stent restenosis with diminished blood flow below the knee. The physician used a jetstream atherectomy set to treat the occluded vessel. After approximately one minute of operation, the jetstream catheter stopped aspirating. The physician attempted to retract the catheter but was unable to dos o as the catheter became stuck on the spyderwire guide wire and would not move. The physician decided to remove the catheter and guidewires as a unit and terminated the atherectomy procedure. As the vessel did not have blood flow below the knee, the physician chose to admit the patient to the hospital for overnight treatment with lytic medication to dissolve the stenosed areas of the vessel. Post lytic procedure, the patient was discharged the following day with restored blood flow below the knee.